Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd2 mini, using peracetic acid. The user took microbiological testing including mycobacteria and found that no microbe was detected from the sample collected from the device. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The legal manufacturer has provided additional information. The relationship between the device and the event cannot be identified. The culture test was carried out under the condition that the genus mycobacterium, which is an infectious bacterium of the patient, could be detected, and all the results were negative. As a result of reviewing the cleaning, disinfection, and sterilization process checklist, no clear deviation from instructions for use was confirmed.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2020, the user facility found that a total of seven patients were infected with mycobacterium lentiflavum after bronchoscopy using the device. As a result of microbiological testing for only bacteria, not including mycobacteria of the device performed in the last few months, mycobacterium lentiflavum was not detected. In (B)(6), the user facility took the sample of the water of the washer, the bronchoscope, the taps, and drains for microbiological testing. The results of the testing have not become available yet. The user did not operate additional treatment for the 7 patients. One of the patients died, however, it was due to the patient's underlying pathology. The condition of the other 6 patients has no problem. Information about the endoscope reprocessing method was not provided. Olympus medical systems corp. (Omsc) is submitting seven medical device reports according to the number of the infected patients. This is 2nd of 7 reports.